Event description:
A customer reported that flow stopped during patient use. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected sample was received for evaluation against the reported condition of no flow. Visual inspection of the unit shows no signs of blockage in the tubing or the bladder that could have caused the reported flow problem. The tubing was subsequently reconnected and the bladder refilled with water for a functional test. After fill, no sign of fluid was observed coming out of the distal luer. A force prime was attempted, but flow was still not observed. Microscopic examination of the flow restrictor revealed the problem was caused by drug residue blocking the fluid path in the lumen of the glass capillary located inside the flow restrictor housing. Should additional relevant information become available, a supplemental report will be submitted.